Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6), 2009.according to the complainant, post-procedure, the experienced pain due to the eroded mesh, additional treatment and procedures. All other information is unknown and unavailable.